Event description:
Country of complaint: (B)(6). Ampoule leakage.

Manufacturer narrative:
Samples received: 1 opened pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and mostly distributed in the market (B)(4) units. There are (B)(4) units in stock in (B)(4). We have received one open pouch with an unopened ampoule with leakage signs. The ampoule has been optically evaluated and a crack at the base of the neck of the ampoule that corresponds to the injection point as can be seen in the enclosed pictures. Reviewed the batch manufacturing record, there is a deviation during production but the product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. We have opened a corrective and preventive action ak201485274 in order to determine the root cause of this defect and actions.